Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels over the past 3 weeks down to 55 (mg/dl). Juice was consumed to address bg levels. The contact stated they believe the settings provided by the customer's healthcare provider are not right for the customer yet. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.